Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the common femoral artery. While trying to inflate the 10mm/40mm armada 35 balloon, the pressure kept dropping and was it unable to maintain pressure. A leak was observed near the hub of the device at the end of the shaft. A new armada 35 balloon catheter was used for the rest of the procedure without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.